Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated baby was on normothermia earlier in the day and the water temperature (wt) was not getting warm enough therefore baby temperature not increasing. They have since taken the baby off of the arctic sun device but want to know if they have ever seen this before. Suggested they pull the data onto usb for bd review. They stated the hcp was concerned to use the device. Suggested they have biomed doing a functional check during the day tomorrow.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. It was reported that the neonatal intensive care unit (nicu) nurse stated baby was on normothermia earlier in the day and the water temperature (wt) was not getting warm enough therefore baby temperature not increasing. They have since taken the baby off of the arctic sun device but want to know if they have ever seen this before. Suggested they pull the data onto usb for bd review. They stated the hcp was concerned to use the device. Suggested they have biomed doing a functional check during the day tomorrow. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated baby was on normothermia earlier in the day and the water temperature (wt) was not getting warm enough therefore baby temperature not increasing. They have since taken the baby off of the arctic sun device but want to know if they have ever seen this before. Suggested they pull the data onto usb for bd review. They stated the hcp was concerned to use the device. Suggested they have biomed doing a functional check during the day tomorrow.